Manufacturer narrative:
Please note that the exact event date is unknown and that the event date in the report is the complaint awareness date. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Event description:
As reported through the legal department via a legal brief, the patient underwent placement of a trapease inferior vena cava (ivc) filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, perforation of the ivc filter, blood clots and post filter deep vein thrombosis (dvts). As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. No additional information is available.

Manufacturer narrative:
As reported through the legal department via a legal brief, the patient underwent placement of a trapease inferior vena cava (ivc) filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, perforation of the ivc filter, blood clots and post filter deep vein thrombosis (dvts). As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. No additional information is available. The device was not returned for analysis. A device history record (DHR) review could not be conducted as the sterile lot number was not provided. The trapease inferior vena cava (ivc) filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Post procedural dvt¿s and blood clots do not represent a device malfunction. Without procedural films available for review, the mentioned perforation could not be confirmed. A clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Based on the minimal information provided, it is not possible to draw a clinical conclusion or determine a root cause for the reported events. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Additional information was received from a patient profile form that the filter could not be removed. It was in place for more than 90 days and it was too risky to attempt retrieval. Future perforation and fracture are likely. There were no documented attempts to remove the filter. The patient also has fears of possible failure in the future. Medical records indicate the reasons for filter placement were deep vein thrombosis, pulmonary embolism and a recent abdominal surgery. The filter was deployed in the infrarenal inferior vena cava. Additional information was received with updates made to the following sections. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, a patient underwent placement of a trapease inferior vena cava (ivc) filter. The information provided indicated that the filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, perforation of the ivc, blood clots and post filter deep vein thrombosis (dvts). The information received also alleged that the filter could not be removed as it was felt to risky since the filter was n place for more than 90 days. There have been no documented attempts to retrieve the filter. The patient is also reported to have experienced anxiety due to fear of possible failure in the future. The indication for the filter placement was a history of deep vein thrombosis (dvt), pulmonary embolism (pe), and a recent abdominal surgery. The filter was placed via the right common femoral vein and deployed in the infrarenal ivc. There is currently no additional information available for review. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots that develop in the veins of the leg or pelvis, may be related to a condition called deep vein thrombosis (dvt). Large thrombus within the vena cava or lower extremities may impede perfusion and cause venous insufficiency. Blood clots and thrombosis/occlusion within ivc does not represent a device malfunction. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Thrombosis development does not represent a device malfunction. Without the procedural films or post implant imaging available for review the reported perforation could not be confirmed. Additionally, without post implant films for review the report of clotting, occlusion, and blood clots could not confirmed or a cause be determined. Anxiety, does not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.